Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of connector is extremely difficult to attach and detach, and the connection on the cystoscope rotates with it. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, objective lens corrosion was found to be most likely due to a degradation problem identified. There was no patient involvement.